Event description:
It was reported, that this right ventricular (rv) lead perforated. And had loss of capture (loc). A new lead was implanted. It is unknown, if lead will return for analysis. No additional adverse patient effects were reported.